Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common iliac artery. An 8 x 100mm epic stent was implanted to the distal part of the common iliac artery overlaid by a 9x 80mm epic stent to the proximal part of the common iliac artery towards the aorta. Following stent implantation, a 6.0 x 100, 135cm mustang balloon catheter was advanced to post dilate the stent but the physician assumed that there was a hard piece of calcium that popped the balloon at a nominal pressure upon the first inflation. The balloon was retrieved intact and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).